Event description:
Post market surveillance literature: concorde. Minimally invasive transforaminal lumbar interbody fusion: one surgeon's learning curve (nandyala, s.) Publication date oct 2013. N = 2 graft migration.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: ¿minimally invasive transforaminal lumbar interbody fusion: one surgeon's learning curve (nandyala, s.)¿ publication date oct 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.